Event description:
It was reported that the patient experienced increased blood pressure and heart rate. The patient reported that turning off stimulation changed her blood pressure from "165/85" to "109/70" and changed her heart rate from "85" to "70." The patient also reported experiencing "chest pain" and that the pain "went down" after tuning her implantable neurostimulator (ins) off. It was further reported that the patient experienced "throbbing headaches." The patient later reported that "shortly after implant" she started having "increased blood pressure at night when lying down." It was also reported that "it lessened" when she stood up. It was also reported that the patient felt stimulation "around her heart." The stimulation was described as feeling "like an electrical impulse." The patient further noted that her "blood pressure amps up" during the stimulation sensations. It was stated that the patient "still felt the impulse around the heart and increased blood pressure" while the ins had been turned off "for about one month." The patient further reported a "painful sensation leading up into her chest cavity." The patient additionally noted they had "been under a lot of stress recently." Impedance testing revealed that the device was "working properly." The patient additionally stated that "her urinary symptoms were greatly improved." It was reported that the patient's ins and lead were "removed completely." Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot # va02hzc, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).